Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. There is no indication if they were able to clear the alarm and or to complete the rewind process. It was also reported that the pump was rejecting new batteries and no delivery alarm. Customer declined to provide blood glucose. Customer declined transfer to 24 hr technical support. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.